Manufacturer narrative:
Correction: a1, a2, b5, b6, d1, d2 (common device name), e1, e2, e3, g3, h1, h3, h6 (device code) additional info: b7, g5 (PMA/510k), h6 (methods, results, and conclusions codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the inferior endplates of two mobi-c implants dislodged from the implant during insertion. The procedure was completed with a third mobi-c implant. There was no patient impact reported. This is report one of two.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. It was indicated that the product was scrapped. Therefore, no product evaluation could be performed. Additional information was required and still pending. Investigation is still in progress. Conclusion is not yet available. Product discarded.

Event description:
Mobi-c p&f us: 2 implants disassembled during insertion. It was reported by sales rep. That during a mobi-c surgery: surgeon did everything in accordance with the technique guide. The tech followed technique guide as well when placing implants on inserter. No touch was followed. Disc space was distracted. During the process of inserting implant into disc space c6/c7 the inferior plate of the implant dislodged from implant while still on inserter. This happened to both implants. Followed the same exact procedure for third implant and it worked perfectly. No harm to patient. There was no patient impact or surgery complication. Additional informations received on june 10th: the patient current health is good, the situation described did not have an affect on patient health. The depth stop was set at zero and technique guide steps were followed according to the reporter, the disc space was under distraction when event occured; surgeon may have had some resistance initially but it did not seem like anything abnormal. No mobi-c level was used during surgery. No rotational move was performed during insertion. Investigation is in progress.